Manufacturer narrative:
It was reported that a revision surgery was performed due to a fracture at the inside taper of the femoral component in combination with the modular femoral stem. The device, used in treatment, was not returned for investigation. However, pictures of the device were provided and the reported failure mode could be confirmed. The taper of the femoral component is broken at the connection to the stem. For the batch in question, no additional complaint was reported so far. A review of the production documentation for batch 0611.13.5764, did not reveal any deviation from the standard operating procedure. The device was manufactured in 2006. According to medical investigation, the provided x-rays indicate poor bone support around the femoral component. However, with the limited information provided, the clinical root cause of the fracture cannot confirmed. The breakage is likely due to stress fatigue. No further medical assessment is warranted at this time. A review of the device labeling revealed that the IFU (lit. No. Lit. No. 12.24, ed. 07/10) states fracture of the component as a possible risk faktor in combination with the implantation of a knee prosthesis. The failure mode and the severity are covered in the concerning risk management file. Based on the conducted investigation, the root cause of the reported issue could not be determined conclusively as the device was not returned for product evaluation. The need for corrective actions is not indicated. Should more information become available, the investigation will be reopened. Smith+nephew will continue to monitor for similar issues. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to a fracture of the modular femoral stem at the inside taper.